Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. Pre-implant balloon valvuloplasty (pre-bav) was performed using a non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 2mm on the left-coronary cusp (lcc). The patient went into a transient complete heart block; a temporary pacemaker was placed to monitor the heart rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. A permanent pacemaker was implanted to resolve the event. The patient had extended hospitalization. The patient was in a recovering condition and subsequently discharged.

Manufacturer narrative:
It was reported that during procedure the patient experienced heart block. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported hospitalization, unexpected medical intervention, and surgical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. Pre-implant balloon valvuloplasty (pre-bav) was performed using a non-abbott balloon. During the procedure, the patient went into a transient complete heart block then the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 2mm on the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. A temporary pacemaker was placed to monitor the heart rhythm; a permanent pacemaker was implanted to resolve the event. The patient had extended hospitalization. The patient was in a recovering condition and subsequently discharged.